Manufacturer narrative:
Additional product code: hwc. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent the implant surgery for humeral supracondylar fracture. On (B)(6) 2020, the patient underwent the removal surgery because the bone union was completed. During the removal surgery, when the surgeon tried to remove the screw, he found that the screw head had been damaged. The surgery was completed with more than 60 minutes delay. The patient outcome was unknown. Concomitant devices reported: unknown drill bit (part# unknown, lot# unknown, quantity 1), unknown extraction instruments: trauma (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) 2.7mm/3.5mm ti va-lcp ext medl this is report 1 of 2 for (B)(4).